Event description:
A surgeon reported that approximately a week following a glaucoma filtration device implant procedure, readhesion is suspected. The shunt was explanted and a trabeculectomy was performed. No further info is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further info is expected. There have been no other similar complaints reported in the lot number. (B)(4).